Event description:
Pt on intra-aortic balloon pump (iabp). Rn noted iabp malfunctioning and immediately reported malfunction. On check of iabp there was evidence that balloon had ruptured (known potential complication) iab was emergently replaced at the bedside.known potential complication. Rn was awesome in quickly recognizing and reporting the event. Since this complication is a rare occurrence would utilize as a teaching opportunity.